Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, cardiac tamponade and hypotension were observed. Periocardiocentesis was performed, and the patient was admitted to the intensive care unit. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event. This patient was a part of a clinical study.